Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had a worn bearing, corrosion/rusting/pitting, moving parts did not move smoothly, and component damage. The device also failed pretest for check for smooth running, and check for untrue running. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that metal shards were observed on the quick coupling device during sterile processing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.